Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife did not cut eye tissue during a surgery. The surgery was completed by replacing the knife with another one. There was no patient harm. Additional information has been requested but none received.

Manufacturer narrative:
One opened knife in a blade protector (bp) tray with tape around the tip of the knife was received. The returned sample was visually inspected and was found non-conforming with a damaged tip. Penetration testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of the knife would not cut. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A sample was not received, at the manufacturing site. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined, with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).